Event description:
The manufacturer received information alleging a failure of the navigational button was observed. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's front panel/keypad led board was replaced to address the issue.